Event description:
During a basilar tip artery aneurysm procedure, the subject device deployed at the vertebral artery before reaching the area of treatment. No complications with the pt were reported to have occurred as a result of this event.